Event description:
A medtronic representative reported that after booting up and verifying instruments, the navigation stopped tracking instruments and said "disconnected" on the verify instruments screen. The rep rebooted the system which resolved the issue for a while. After registering the patient and navigating during a cranial resection procedure, again the system failed to recognize frame and pointer probe and displayed "disconnected" on the verify instruments screen. This second occurrence was near the end of the procedure, so the surgeon chose to complete the procedure without navigation rather than troubleshoot further. There was no impact to the outcome of the patient.

Manufacturer narrative:
All returned components were either returned unused or no fault was found. Unable to determine cause of event. No further issues have been reported since transceiver replacement. Cable rs422 scu (system control unit) to I/o (input/output) hub ext: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Cable rs422 scu to I/o hub adap: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Transceiver fiber navigation interface i7: no issue observed at boot up. Ran for 6 days and no communication issue with the camera where observed. All other parts were returned unused.

Manufacturer narrative:
Patient weight was unavailable. A medtronic representative went to the site to test the equipment. During troubleshooting the cable connections were checked and several components were replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. Once the correct transceiver was replaced, the system was found to be fully functional. None of the suspect parts (related to the reported event) have been received by the manufacturer for evaluation.